Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown citation stem. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that a patient had a revision surgery to replace the cup, insert and head due to the cup loosening. Additionally, during the revision surgery, when the surgeon dissociated the head from the stem, he noticed white something (like corrosion) on stem trunnion.

Manufacturer narrative:
An event regarding loosening involving an unknown shell (was reported. Based on the provided information, the product reported in this investigation did not contribute to the event.

Event description:
It was reported that, a patient had a revision surgery to replace the cup, insert and head due to the cup loosening. Additionally, during the revision surgery, when the surgeon dissociated the head from the stem, he noticed white something (like corrosion) on stem trunnion.